Event description:
During follow-up, oversensing leading to noise was observed on the device. Lead damage was suspected but was not confirmed visually. The lead was capped and replaced to resolve the event. The patient was stable following the procedure. There were no adverse consequences.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing leading to noise was observed on the device. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.